Event description:
It was reported that insulin pump displayed malfunction alarm with software-related malfunction code that did not follow any notable events and was successfully reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again, while device was not planned for return and no replacement was issued.